Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen (concentration and dose unknown) via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. On (B)(6) 2017 it was reported that the pump alarmed because the patient missed refill appointments and got within 48 hours of the pump running out. The dates of the missed refill appointments were unknown by the patient but she stated that one had ¿probably been over a year or something¿. No patient symptoms were reported. No further complications were reported/anticipated.